Event description:
It was reported that a patient experienced and was hospitalized for chest pain coincident with peritoneal dialysis (pd) therapy. The cause of the event and treatment information were not reported. At the time of this, report it was unknown if the patient had recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1998. The device was not available for evaluation. A device history record review was performed and indicated that manufacture of the device is not related to the reported event. A review of the service history revealed that previous servicing of the device was not related to the reported event. Upon conclusion of the evaluation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow up report will be submitted.